Manufacturer narrative:
No bed malfunction was found, however, it was noted that the incorrect footboard was being used on the bed. The correct footboard was placed on the bed and it was returned to service.

Event description:
It was alleged that the patient fell while getting out of the bed and the bed exit did not alarm. Upon evaluation, it was found that the wrong footboard was on the bed, preventing bed exit from being armed properly. It was not reported if there was any alleged injury.

Manufacturer narrative:
Supplemental submitted to report that it was confirmed there was no alleged injury related to the patient fall.

Event description:
It was alleged that the patient fell while getting out of the bed and the bed exit did not alarm. Upon evaluation, it was found that the wrong footboard was on the bed, preventing bed exit from being armed properly. It was not reported if there was any alleged injury.